Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and tactile examinations showed that there was a break in the hypo tube at the tip of the catheter. The thrombectomy system was inserted in to the ultra console for functional testing. The avx would not get into priming mode and further examination observed that it was leaking from the break in the hypotube. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on 5 may, 2016. During prep for a thrombectomy procedure, the physician selected the use of an avx angiojet catheter. The catheter kept leaking at the supply pump. So, the catheter was replaced with another avx catheter. There was no complications and the patient status was fine. However, the returned product analysis revealed that the distal end of the hypotube broke.